Event description:
It was reported that invalid data was presented in the device diagnostics. The patient was noted to be undergoing radiation treatment. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri-58 lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory indicated a power on reset occurred. There were five instances of single bit ecc-error on the following dates, times and locations: (B)(4) 2014 3:46:01 pm at location cc, (B)(4) 2014 at 7:35:19 pm at location 09, (B)(4) 2014 at 4:04:08 pm at location 00, (B)(4) 2014 at 4:04:21 pm at location 16, and (B)(4) 2014 at 4:04:22 pm at location 00.